Event description:
During routine maintenance testing, customer output of the vaporizer was lower than expected. Ohmeda's investigation into the reported event is still ongoing. A f/u report will be issued when the investigation has been completed.